Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. The customer's blood glucose was 50 mg/dl and at the time of incident was 324 mg/dl, current is 208 mg/dl. The customer reported that customer was not able to finish prime and did not get alarm and insulin pump was frozen at the time. The customer treated high blood glucose with the insulin pump. The insulin pump will not be returned for analysis.